Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Technical services (ts) was consulted and discussed the stored episodes as well as available troubleshooting options. Ts advised further in patient evaluation. This s-ICD remains in service. No adverse patient effects were reported. At a later date, this device was reprogrammed and had its therapy turned off as per physicians' discretion. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Technical services (ts) was consulted and discussed the stored episodes as well as available troubleshooting options. Ts advised further in patient evaluation. This s-ICD remains in service. No adverse patient effects were reported.